Event description:
It was reported by service report that the retaining post for the cot was missing. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Customer evaluated unit and will repair upon receipt of parts. Pin bracket.